Event description:
While getting the room set up for case, the lumbar laminectomy pack was opened. Inside was a random piece of paper that does not appear to come from anything already inside the pack. Device did not reach the patient. Another lumbar laminectomy pack was called for and that pack was fine without any contamination.